Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty power converter was discovered and caused the reported no power failure mode. Additionally, there was a heavy amount of dust noted inside the unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not powering up during routine maintenance. There was no patient involvement during this event.